Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation codes were updated due to analysis of part returned conclusion code (annex d) remove d02 and add d15 component code (annex g) remove g02005 and add g07001 h3 device evaluation summary: was updated due to analysis of part returned medtronic conducted an investigation based on all information received. It was reported that during use on a patient, the 840 ventilator generated an alarm indicating that the ventilation stopped with multiple diagnostic codes. The device was available for evaluation. A review of the logs confirmed that the ventilator stopped ventilation. The service personnel (sp) inspected the ventilator, found multiple background diagnostic codes in the logs and based on the codes sp replaced the analog interface (ai) printed circuit board (pcb). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The ai pcb was returned to medtronic for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. Since the ai pcb returned and tested satisfactorily a cause of the event could not be established. A potential cause of the reported event was a transient communication issue with the ai pcb or associated connections which was resolved when the pcb was removed. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use on a patient, the 840 ventilator generated an alarm indicating that the ventilation stopped with di agnostic code. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. A review of the logs confirmed that the ventilator stopped ventilation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction d4 unique identifier (UDI)# section h6 evaluation codes were updated due to device evaluation. Method code (annex b) remove b21 and add b01 result code (annex c) remove c21 and add c13 conclusion code (annex d) remove d16 and add d02 component code (annex g) remove g07003 and add g02005 h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that during use on a patient, the 840 ventilator generated an alarm indicating that the ventilation stopped with multiple diagnostic codes. The device was available for evaluation. A review of the logs confirmed that the ventilator stopped ventilation. The service personnel (sp) inspected the ventilator, found multiple background diagnostic codes in the logs and based on the code sp replaced the analog interface (ai) printed circuit board (pcb). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event was isolated to potential fault in ai pcb. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.